Manufacturer narrative:
Concomitant medical products: product ID neu_unknown_lead, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a trial patient. It was reported the patient was getting a warm sensation in their stomach and back. The patient had the trial put in yesterday and mentioned this started last night in their lower stomach area and this morning it started to go from their stomach to their back, where the wires were. The patient noted sometimes they felt it in their back and stomach both at the same time. The patient was to follow up with their healthcare provider (hcp).

Event description:
Additional information received from the healthcare professional (hcp) reported that the external neurostimulator (ens) trial was for fecal incontinence. It was stated the reported issue was resolved by turning off the battery, but it would return with restarting the battery. No other actions/interventions were taken besides turning the battery off. The ens worked great for their fecal incontinence. The hcp stated that the patient had a mild learning disability and had very mild symptoms. The patient chose not to be placed with a permanent implant.